Manufacturer narrative:
Concomitant medical products: dtma1d4, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead a lead integrity alert (lia) triggered. It was determined that the rv lead had fracture and exhibited high sensing integrity counter (sic), oversensing noise, and a spiked, high impedance. It was further noted that due to the acute rise in rv lead impedance the patient received an inappropriate high voltage therapy. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.